Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a sidus stem-free shldrhum head 42-15 on the left side on (B)(6) 2014. There was a complication during surgery leading to a fracture of the proximal humerus (confirmed by x-rays taken on the same day). The doctor thought it was a stable fracture pattern and he decided to treat this non operatively.